Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit after putting a battery back into the device. They stated that the device got wet the night prior to the phone call and they disconnected from the device at that point. The customer's blood glucose was 330 mg/dl which was treated with manual injections. While trying to troubleshoot the customer reported that the buttons were unresponsive and there was moisture/water visible under the screen of the device. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.